Manufacturer narrative:
Concomitant medical products: product ID: w1tr01 crt-p, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead threshold continued to rise over the years and exhibited a loss of capture in the last several months. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.